Event description:
The nurse called to report patient who was hospitalized for diabetic ketoacidosis (no treatment or other blood glucose results were reported). Went over the patient's user settings in the pdm with the nurse and determine the settings were incorrect based on the information that the patient given her. Insulet product support was unable to reach the customer to obtain any additional detail about the event.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction could have contributed to reported hospitalization for dka. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if you're reading is above 500 mg/dl, the continue displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."